Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned for analysis. Failure event observed during analysis. Visual analysis noted two external abrasions consistent with friction to the device can and friction to another device or patient anatomy and one internal abrasion. The external insulation was abraded at 16.7cm ¿ 17.3cm and 51.2cm ¿ 52.2cm from the connector pin. An internal insulation abrasion was noted at 27.1cm ¿ 27.6cm from the connector pin. The external abrasions were breaching the right ventricle and superior vena cava cable lumens while the internal abrasion was breaching the ring electrode cable lumen with no damage to the cable coating or the inner cable lumen in any location. The external abrasions were located proximal to the suture sleeve tie impression and adjacent to the right ventricle shock coil and the internal abrasion was located between the suture sleeve tie impression and the superior vena cava shock coil. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.